Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her son (the patient) and reported that the patient was having elevated blood glucose (bg) levels. The reporter was concerned if the pump was delivering insulin correctly. She claimed that in 3 occasions, the patient bolused for a meal and the boluses were confirmed in the bolus history. However, in the 3 instances, the reporter claimed that the patient's bg level rose to over "500 mg/dl." The reporter indicated that upon waking that day, the patient's bg level was "140 mg/dl." At 1:30 pm, a school nurse reportedly contacted the reporter and informed her that the patient's bg level was "396 mg/dl." At 2:20 pm, the patient's bg was reportedly at "441 mg/dl." At 3:30 pm, the nurse treated the patient with 1.6 units of insulin. By 4:15 pm, the patient's bg level had dropped to "238 mg/dl." The reporter denied that the patient had any symptoms of nausea, vomiting, or shortness of breath. Through troubleshooting, the animas representative involved in this contact noted that the cartridge had no bubbles or leaks. The connections were tight. The infusion site was not red, leaking, or bleeding. The reporter was changing the patient's site every 3 days. She denied that the patient had any recent illnesses or changes to his medications and activity level. The patient reportedly saw his health care provider (hcp) the previous tuesday and a slight decrease in his basal rate was made at 7:00 am. Alleging that the pump dispensed insulin during the load step. The patient did not allege any harm or injury because of the alleged issue. The insulin on board (iob) appeared to be inaccurate for (B)(6) 2012, according to the animas representative. The pump reportedly indicated that there was no insulin on board at 9:40 am on (B)(6) 2012, although the patient had taken a bolus at 7:05 am and the pump's iob duration was set at 4 hours. On (B)(6) 2012, the patient ate lunch and was given a bolus at 11:30 am. At 1:30 pm, the patient's bg was checked and a bolus was about to be administered. At that point, the iob reportedly said it was negative 2.0 units. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level and received insulin treatment from a school nurse. The reporter also claimed that in 3 other events the patient's bg rose to over "500 mg/dl". The reporter alleged that the pump's iob was inaccurate. At this time it is unknown if the pump contributed to the patient's injuries.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activities outside of normal use were recorded in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. An audio bolus and a normal bolus were performed and correctly recorded in the pump history. The pump iob feature was tested and found to be working appropriately. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.